Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the leak identified? Please provide timeline of events. What color reloads were used throughout procedure? Were there any difficulties with device during initial procedure? Were there any staple formation issues noted throughout care of patient? What were the patient symptoms? Was the leak on pouch, gj or jj? What is the current patient status?

Event description:
It was reported that on (B)(6) 2019: recovery of the patient for vital emergency: significant alteration of the general patient state. It was the second patient operated for a gastric bypass on (B)(6) 2019. During the reoperation, the surgeon observed a leakage at the posterior staple line. Then, the patient was transferred to reanimation department. On the (B)(6) 2019, the patient is still in the reanimation department. No unusual bleeding observed during the initial procedure.